Event description:
Suspected driveline fracture. Pt had pump stop with unexplained cause. Unshielded pt cable given by thoratec engineer. All external portable equipment returned and examined by the company found to be in working order.